Event description:
It was reported that during service and repair pre-testing, it was discovered that the cutter ran with the safety engaged on the motor device. It was further observed that the device had a low revolutions per minute (rpm) and a hole in the hose. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the cutter ran with the safety engaged on the motor device (powerbroken). It was further observed that the device had a low revolutions per minute (rpm) and a hole in the hose. It was determined that there was a hole on the hose from allowing it to come into contact with a sharp object. It was determined that the device had low rpms due to the hole in the hose. It was determined that the device was powerbroken due to a failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.